Event description:
It was reported that the pump exhibited a red screen, error code 46510. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal, a buckled upstream seal and a incorrect item number on back of the unit. Functional and visual tests were performed, and the reported issues were not duplicated. The cause of the reported issue was unknown. As a result, the downstream, upstream occlusion seal were replaced, and corrected the item number to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.